Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed as an anterior needle to cuff detachment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment. It is likely the initial tab engagement was made with the anterior needle; however, anterior needle to cuff detachment and subsequent damages likely occurred during plunger retraction. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred as the suture was not present when the plunger was removed. The sutures of 2 new proglide devices were successfully pre-placed. The sheath was upsized to a 19f and the aaa procedure was completed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.